Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer¿s blood glucose level was 600mg/dl at the time of the incident. The patient's current blood glucose was 104 mg/dl. The customer reported that the customer¿s infusion sets are not working right. The customer reported that sometimes it says blocked line and sometimes it doesn't say anything. By the time the customer checked his sugar it had gone sky high and the last time the customer checked it was 67mg/dl. The customer reported that she had problems with it in the past, and not saving them anymore and it was too much. The customer treated for high blood glucose with syringes, and didn¿t eat all day. Based on customer report, the customer did not allege pump was under delivering. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.